Event description:
Arm broke off of the column and hit the technician in the back of the head causing a small hematoma. We are working on getting this arm back so it can be tested. Dates of use: about 6 years.